Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a screw implanted in a patient. Pre-op diagnosis was fracture after the operation. Procedure performed was a revision surgery due to pain, fracture was observed, and loosening of the screw. It was reported that during use, the pain increased, and a clear fracture was observed, and loosening of the screw was confirmed. Loosened screw was replaced with a thicken one. There was a delay of more than 60 min. The implant did not move spontaneously and cause fracture or release pain-inducing substances. It is unknown whether the implant loosened because the bone fractured or if the bone fractured because the implant loosened.